Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all key contacts. Evaluation revealed that the contrast and up buttons were unresponsive. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad symbols were found to be worn but the rubber keypad is intact. Evaluation revealed that the contrast and up buttons were unresponsive and the ok and down buttons responded appropriately. Evaluation revealed that there was contamination under all key contacts and on the keypad flex gold pad and the contrast and up keys were found to be misaligned. The keypad flex was found to be peeling off from the base. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).